Manufacturer narrative:
D3 - mfg establishment name and address: correction. H3 and h6. Codes: updated. Device evaluation: the customer reported issue of "not cycling" was unable to be duplicated. Continuous flow was intermittent. Replaced stuck vent o-ring. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device failed to cycle. Pressure gage at 20 show mechanical issues with continuous air flow with not break. The event occurred during set up. There was no delay of therapy.